Manufacturer narrative:
E1: initial facility name (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h11: investigation result. The device was returned for analysis with no reported patient complications, and the patient's condition was stable. The anatomical conditions were described as tortuous. During the procedure, the clip would not deploy, and the procedure was completed with another resolution 360 clip device. The device analysis showed the clip assembly was detached from the bushing but attached to the control wire, indicating soft deployment. A risk review confirmed that "clip failure to release from catheter" was documented in the risk analysis. The investigation found no problems related to the reported issue, and the most probable cause was determined to be an adverse event related to the procedure. No further escalation is required at this time.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colon during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy. The procedure was completed with another of the same resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1: initial facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a colon during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy. The procedure was completed with another of the same resolution 360 clip device. The patient's condition at the conclusion of the procedure was reported to be stable.